Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device for the malfunction has not been returned to the manufacturer for evaluation; however medical records have been received. The investigation is confirmed for occlusion and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
A review of the reported information indicated that model dl900j vena cava filter allegedly experienced occlusion and difficulty to remove. This information was received from a single source. The malfunction involved a single patient with no reported consequences. The patient was reported as a (B)(6) year-old male whose weight was not reported.